Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. Mfg controls are in place to detect cuff related defects to reduce the potential for occurrence during the mfg process. If the sample is received at a later date the complaint may be reopened and a sample analysis will be performed and a summary of the investigation results will be provided in a supplemental report. Info has been added to the database for trending purposes and complaint trends are reviewed monthly to determine if additional action is required.

Event description:
Customer states: during use, leak from the tube was observed. The customer reported that after use the cuff was checked but no problem was found. The customer could not confirm if replacement of the tube was required as a result of the leak or if it was during routine replacement.